Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the reported false air in line alarm, which were reproduced during evaluation. Air in line alarms were confirmed through a review of the event history log. Evaluation found that the upstream sensor had low fluid numbers, causing the condition. The failed upstream sensor was replaced.

Event description:
It was reported that a spectrum pump constantly displayed the air in line message. It was also reported there was no patient injury.